Event description:
According to the reporter, during an open esophagojejunectomy procedure, the staple line was incomplete. When the stapler was taken out, the surgeon saw that the external staple line was not implanted. The external tissue was oversewed and internal stent was placed. This extended the surgical time by more than 30 minutes. The patient remained in ICU with pancreatitis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.